Event description:
On july 26, 2011, during review of the patient's programming history, it was discovered that the patient had high impedance on (B)(6) 2010; output=limit/lead impedance=high/dcdc=7/eri=no. A normal mode diagnostics test performed that day showed output=limit/lead impedance=high/dcdc=7/eri=no. On (B)(6) 2011, the patient was disabled, most likely for a medical procedure, and the patient was programmed back up to 2ma on (B)(6) 2011. It is unknown if the potential medical procedure possibly caused trauma to the vns, thereby resulting in high impedance. A normal mode diagnostics test was ran on the patient's prior visit on (B)(6) 2010 which showed output=ok/lead impedance=ok/dcdc=4/eri=no. A battery life calculation was performed which showed negative years until eri=yes. Good faith attempts for additional information are underway by the manufacturer's consultant but no further information has been received to date. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, the manufacturer's consultant reported that she has made good faith attempts to the physician regarding the patient's high impedance, but has not received any further information back from them. If more information is received, it will be reported.

Event description:
On (B)(4) 2011, additional information was received when the nurse practitioner reported that she was not aware that the patient had high impedance. She reported that she can't remember if it was her or the physician who ran the diagnostics for this patient. The consultant reported that she will review high impedance and what to look for in the diagnostics with the nurse practitioner.